Event description:
It was reported that the patient received stimulation in the wrong location. The patient's paddle lead had shifted to the left and the patient needed therapy on their right side. The physician planned to implant an additional lead on the right side of the paddle lead. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 39565. Product type: lead. (B)(4).